Event description:
Caller reported a cartridge alarm issue with the pump, and the customer's blood glucose level was displayed as "high." The customer attempted to address the high blood glucose level by administering a correction bolus through the pump. There was no assistance required from a third party. Customer service resolved the issue by deciding to replace the pump with one that has updated software. Customer continued to use current pump for insulin therapy. The customer was advised on steps to take for receiving the replacement and returning the problematic pump. The customer understood and agreed to the provided instructions.